Manufacturer narrative:
The reported event of no suture sleeve was not confirmed. As received, a complete lead was returned for analysis. The suture sleeve was not returned for analysis. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, it was reported that there was no suture sleeve on the right ventricular (rv) lead. An alternate rv lead was implanted to resolve the event. The patient was stable.